Event description:
It was reported that this inflatable penile prosthesis was auto inflating. The reservoir was collapsed caused irreversible inflation. All the components were removed and replaced. No patient complications were reported.